Manufacturer narrative:
An infection at the ipg site was reported to abbott. The patient underwent surgical intervention wherein the scs system was explanted. The patient was prescribed antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced an infection at the ipg site. The patient had a wound vac for over two weeks and infection did not resolve. As a result, the patient underwent surgical intervention wherein the scs system was explanted. The patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated